Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two devices are filed under a separate medwatch report number.

Event description:
It was reported that during preparation, a 2.0 x 15mm traveler balloon dilatation catheter (bdc) was connected with a 20/30 indeflator. However, when negative pressure was applied during preparation, air was coming in. Therefore, the indeflator was replaced with another indeflator. However, the same issue continued to occur; therefore, both the indeflator and bdc were replaced. It is unknown which device resulted in the leak. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during returned device analysis, it is possible that the device was not fully connected resulting in the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.b6: relevant test/laboratory data updated b7: other relevant history updated h6: health effect impact code 2645 removed.

Event description:
It was reported that during preparation, a 2.0 x 15mm traveler balloon dilatation catheter (bdc) was connected with a 20/30 indeflator. However, when negative pressure was applied during preparation, air was coming in. Therefore, the indeflator was replaced with another indeflator. However, the same issue continued to occur; therefore, both the indeflator and bdc were replaced. It is unknown which device resulted in the leak. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the issue with the first indeflator occurred during prep. However, the physician thought the issue was with the indeflator, so it was replaced and the balloon delivery catheter (bdc) was attempted to be inflated while in the anatomy. The same issue occurred; therefore, both the bdc and the new indeflator were replaced. No additional information was provided.